Manufacturer narrative:
B3: event date unknown device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The cause of the issue was a faulty lock sensor. The lock sensor was replaced. During a review of the service history, there was a repair noted within the review period but was not found to be related to the current complaint.

Event description:
It was reported that the pump doesn't recognize the cassette. The problem was found at the pump start-up. There was unknown patient involvement.